Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's catheter was cut during a spinal surgery unrelated to the pump. The company representative (rep) had questions on the repair kit and procedure for revising the catheter.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep) indicated that actions /interventions taken included revising the catheter using a colette from 8782. The rep indicated that the cut catheter resolved by trimming 3 cms of the original catheter and connecting using the 8782 colette. The serial number for the cut catheter was also provided.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; product type: catheter; UDI: (B)(4); ubd: 2025-03-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.